Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka) at (B)(6) on (B)(6) 2026. The patient's blood glucose level reach 38 mmol/l with a ketone level of 5.4 mmol/l after wearing the pod on their abdomen for between 37 and 48 hours. Symptoms reported include dry mouth, nausea and vomiting. The patient was treated with intravenous insulin and fluids. The patient was discharged four days later ((B)(6) 2026). A new pod was applied once the patient was no longer in dka.

Manufacturer narrative:
B5 and h6 have been corrected.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka) at (B)(6) hospital on (B)(6) 2026. The patient's blood glucose level reach 38 mmol/l with a ketone level of 5.4 mmol/l after wearing the pod on their abdomen for between 37 and 48 hours. The pink slide had moved forward and the cannula had inserted into the skin; however, the cannula was not visible once the pod was removed indicating that the cannula had retracted. Symptoms reported include dry mouth, nausea and vomiting. The patient was treated with intravenous insulin and fluids. The patient was discharged four days later ((B)(6) 2026). A new pod was applied once the patient was no longer in dka.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.